Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 23-june-2019 literature article entitled: ¿early failure of the ultima metal-on-metal total hip replacement in the presence of normal plain radiographs¿. The study¿s objective was to review the results of the use of the ultima hybrid metal-on-metal total hip replacement. The models of prostheses used include ultima hybrid metal-on-metal total hip replacement, with a cemented polished tapered femoral component with a 28 mm diameter and a cobalt-chrome (cocr) modular head, articulating with a 28 mm cocr acetabular bearing surface secured in a titanium alloy uncemented shell. Please note, it is indicated that the shell utilized has 3 screw holes for further fixation. Cement is indicated to be competitor. The study identified the following to be adverse outcomes, patient quantity is stated if provided: 90 revision / surgical intervention. 33 loosening of the stem, acetabular component or both. 23 renal impairment. 19 dislocation. 17 periprosthetic fractures. 15 venous thromboembolism. 9 infection. 9 persistent wound leakage. 4 squeaking / clunking. 2 palpable masses because of collections of fluid. 1 implant fracture. 1 iliotibial band defect. 1 late palsy of the sciatic nerve ¿ permanent. 1 chronic renal failure. Pain. Cloudy fluid within joint cavities. Necrotic soft tissues with avulsed tendons. Denuded osteonecrotic upper femora. Metal debris / metal wear / metal within surrounding tissue. Reaction to metal debris / histological evidence of hypersensitivity. Corrosion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.